Event description:
An account ran seven sodium samples on their analyzer that gave higher results on a second analyzer. The incorrect results were not reported. The field service representative said that the tubing was partially occluded and repaired the instrument by replacing the tubing and cleaning the valves.